Event description:
It was reported during pack change procedure that the left ventricular lead insulation detached from the rest of the lead but was still in one piece. The lead was successfully capped on (B)(6) 2022. The patient was stable and asymptomatic.